Manufacturer narrative:
(B)(4). Evaluation code results: inherent risk of procedure (myocardial infarction).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca. The following day, the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device.

Event description:
Three endeavor sprint stents were implanted during the index procedure one in each of the following 1st obtuse , 2nd obtuse and rca.